Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 4.0.2. Operating system: ap3a.240905.015.a2.g991usqsjhzb1. Hardware: sm-g991u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
T was reported that the patient presented to the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose level increased to 428 mg/dl while wearing the pod on the abdomen for between 4 and 24 hours. The patient reported that the pod was not delivering insulin, resulting in elevated blood glucose levels exceeding 400 mg/dl and necessitating emergency medical evaluation. The patient further reported that blood glucose levels did not decrease despite multiple correction boluses. No insulin leakage was reported. Upon removal of the pod, the patient observed discoloration at the cannula insertion site, and the cannula was noted to be slightly bent. Reported symptoms included headache. The patient was evaluated in the emergency room and received a diagnosis of hyperglycemia. Treatment included 7 units of insulin. The patient was discharged the same day.